Manufacturer narrative:
Philips received a complaint on the xl+ device indicating self-test failure. There was reportedly no patient involvement. A philips remote service engineer (rse) evaluated the device remotely and after reviewing the test logs it was indicated that the charge capacitor was defective. However the device is end of life, the equipment has ended support since 12/31/2022, and no more charge capacitors are available in stock. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.

Event description:
It was reported to philips that the operating test does not pass. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.